Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: medical device problem code should be 3189 ¿ no apparent adverse event rather than 3190 - insufficient information. The ipg meets or exceeds physician expectations of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg's longevity meets/exceeds the expectations of the physician. Additionally, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.